Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system was unable to power on. Analysis of the log file showed that the pdu (power distribution unit) fan tray and dcps (direct current power supply) were malfunctioning, which confirmed the reported malfunction. Upon troubleshooting, the fse checked the system and found the faulty power supply control unit (pdu fan tray and dcps). To resolve the issue, the fse replaced the power supply control unit. The defective pdu dcps was returned to philips for failure analysis, and the cause of the failure was found to be the 24v power supply. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to power on. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.